Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the force bipolar jaws were dislodged. The jaw broke without coming off, no force was applied. A fragment fell inside the patient and was retrieved during the same procedure. The jaws were not stuck in a close position prior to attempting to remove the force bipolar instrument. The instrument did not collide with any other during the procedure. The port incision was not increased in order to remove the instrument and the cannula altogether. There was an assistant port placed, but not an additional robotic port. Images were provided for review. The procedure was completed. There were no delays.

Manufacturer narrative:
The force bipolar instrument was received, and failure analysis found the instrument to have a broken grip at the grip base. Due to the instrument bipolar conductor wire, the broken part was still attached to the instrument. Components adjacent to this broken grip did not show damage. The instrument was found to have a detached fragment at the grip tips. A piece approximately 0.90mm x 0.87mm was found to be broken off. The broken piece was not returned. A review of the provided image shows the molded insulator (gray plastic component) and grip were detached from the grip base. The grip and molded insulator were still attached to the instrument via the conductor wire, which appeared to be intact. There did not appear to be any obvious fragments, but the instrument needed to be returned to confirm. Also, the grip tang did not appear to be dislodged or bent outwards.